Event description:
The facility alleges the clips do not close properly. It is unknown when this condition was identified or if any pt was involved. No add'l info is available.

Manufacturer narrative:
Device evaluated by manufacturer: evaluation confirmed alleged complaint. Weck, teleflex medical received one hem-o-lok ml endo applier cat#544965. The investigation confirmed that the applier does not close clips properly. The investigation also revealed that an unauthorized facility has performed repairs on the applier possibly leading to the clip closure issue. This is evident by the weld marks on the pin by the jaws. Weck, teleflex medical does not perform welding to the pin area during manufacturing or repair. Evaluation: actual device involved in incident was evaluated. Performance tests performed. Visual examination. Out of specification. Conclusions: device maintenance contributed to event.